Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure well. On 05/25/2010, the gore field sales associate was made aware that the patient expired on (B)(6) 2010. An autopsy was performed which determined the cause of death to be an acute myocardial infarction. The devices remain in the patient. The physician does not consider the patient's death to be device or procedure related.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all the pre-release specifications. Myocardial infarction. Additional devices related to this event. Pxc141200/7653532. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension).